Event description:
Pt underwent spinal fusion procedure on 8/26/87. On 3/16/88 he underwent a revision surgery. The l5 screw was replaced with a larger size. On 8/3/88 had achieved fusion of l3-l5 on the right hand and had the screws at l5 removed.